Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was normal. Customer reported to long lasting insulin therapy.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.